Event description:
It was reported that the patient underwent laparoscopic ventral hernia repair on (B)(6) 2015 and absorbable straps were used. During the procedure, the distal tip fell off inside the patient but was retrieved. The procedure was completed with a like device. There were no adverse patient consequences reported.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Actual device was returned for evaluation. Visual and functional inspections were performed. The device was returned with the cannula cap detached from the cannula tabs.